Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the implant site showed drainage and signs of possible infection. The patient was treated with an antibiotic pouch. There were no additional adverse patient effects reported. The ra lead remains in service.